Event description:
The customer contact reported backflow of fluid from the primary tubing set into the secondary tubing set. The primary tubing set was being used to deliver 250ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, a male adapter of a secondary tubing set was connected to an unspecified clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of vincristine, at a rate of 61 ml/hr for a duration of 15 minutes. It was reported that the primary solution container was lowered below the secondary solution container with two container hangers. It was reported that after the delivery of the secondary medication was started, backflow of solution from the primary tubing set into the secondary tubing set was noted. It was reported that the volume in the drip chamber of the secondary tubing set increased. It was reported that the tubing of the primary tubing set was clamped using the slide clamp and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.